Manufacturer narrative:
The device was not returned for evaluation. An event regarding seating/locking issues involving a unitrax c-taper sleeve was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During unipolar procedure, implant would not seat on trunion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During unipolar procedure, implant would not seat on trunion.